Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to the left ventricular (lv) lead exhibited high thresholds. The lv lead also exhibited diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.